Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a malignant neoplasia. During the procedure, the stent would not deploy. It was reported that the "release system" was blocked. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Based on the evaluation findings, which revealed that some polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was fully mounted onto the device. The outer sheath was kinked at the proximal and distal end of the mounted stent. During a functional analysis, an attempt was made to retract the outer sheath and deploy the stent; however, a restriction was met. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. Following dissection of the shaft, a restriction was noted in the movement of the proximal end of the outer sheath along the shaft. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Although the reported event of stent failed to deploy was confirmed, a definitive root cause for the ptfe detachment could not be determined at this time. Therefore, the most probable root cause is undeterminable.